Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Doctor removed a piece of loose tampon- vagina [foreign body in reproductive tract] . Would drip a few drops of brownish- green liquid- vaginal [vaginal discharge] . It was very smelly- private parts [genital odour] . Body was very tired [fatigue] . Applicator had a large petal, curved [device physical property issue] . (Doctor removed) a piece of loose tampon [device breakage] . Case narrative: consumer reported via phone that there was a piece of loose tampon, and an applicator had a large, curved petal. No serious injury reported.